Manufacturer narrative:
Correction: section d10 - the correct concomitant medical products should have been "quadra allure mp", "rv lead" and "ra lead", rather than "quadra allure mp" only.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon physical examination, it was noted that the left ventricular (lv) lead exhibited diaphragmatic stimulation. Chest x-ray confirmed that the lv lead was dislodged. The lv lead was explanted and replaced on (B)(6) 2024. There were no patient consequences.